Event description:
Pt had previously received a lapidus plate and screws in (B)(6) 2011. The pt had a reaction to the implant. Pt went to a second surgeon, and a revision was performed on (B)(6) 2011. During the revision surgery it was noted that one of the locking screws had broken between the date of implant and the date of the revision surgery. The plates and screw were removed and discarded.

Manufacturer narrative:
At time of original surgery for lapidus plate, the surgeon was advised to use transfixation screw across the joint, as recommended in the surgical technique guide, but surgeon used a k-wire instead. Screw/plate construct is not designed for loading but only to hold fragments together during healing. Excessive loading may result in fracture. The proximal medial locking screw at the cuneiform bone was broken, approximately 3 mm below the head. Product was discarded after implant. Lot number is not available. Of the 4 locking screws that were placed, 3 of the screws were intact at the time of the revision surgery.